Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Subsequently, the patient was revised on unknown date due to unexplained pain. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This is MDR one of two (1825034-2011-00727 through 00728) for this event. This report submitted (B)(4), 2011.

Manufacturer narrative:
The modular head and acetabular cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. (B)(4).